Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's insulin on board (iob) was at 0 prior to the report, and during the report, the iob was active with approximately 5 units for approximately 2 hours. Review of pump history confirmed that a bolus was delivered during the report; however, the bolus was unwarranted and the customer reported that they did not complete the steps to deliver a bolus. The customer's blood glucose level was 177 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the pump "screen lock" was disabled by user prior to every request and delivery on 05/08/17. After every bolus request made on (B)(6) 2017, insulin on board (iob) would decrease within a matter of minutes. Bolus was requested at 8:24am for 5.7 units of insulin on (B)(6) 2017. User also requested quick bolus for 10 units at 2:02pm. There were no erratic basal rate adjustments. Complaint could not be confirmed. User may have accidently requested a quick bolus on (B)(6) 2017. There is no evidence that the insulin pump experienced a malfunction or failure.